Event description:
The lift band which raises and lowers the bed broke. There were no injuries in this event.

Manufacturer narrative:
Were the condition of the lift band failure to reoccur, it could result in serious injury.